Event description:
It was reported that during an a-fib procedure, when a catheter was plugged into the ref deca port the body surface ecgs signals and all the ic (intracardial) recordings had noise on it. When the same catheter and cables are placed into pole 20 b the noise ceased. Upon further follow-up, it was confirmed that the noise was on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The noise washed out entire screen. The procedure was completed by moving the catheter to the 20 pole b port to complete procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary. (B)(4): it was reported that during an a-fib procedure, when a catheter was plugged into the ref deca port the body surface ecgs signals and all the ic (intracardial) recordings had noise on it. When the same catheter and cables are placed into pole 20 b the noise ceased. Upon further follow-up it was confirmed that the noise was on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The noise washed out entire screen. The procedure was completed by moving the catheter to the 20 pole b port to complete procedure. No patient injury was reported. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The ECG 1 was replaced, then bwi service engineer performed the atp test and the system passed. System was ready for use. The suspected card was tested by the carto manufacturer. The reported problem was not reproduced. The noise level was within the allowed tolerances. The device history record review was performed. No anomalies were noted in manufacturing or service. The complaint could not be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).